Event description:
The hospital reported a malfunction resulting in the inability to switch ventilation modes. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The control panel assembly was replaced to correct the issue. No report of patient involvement. Legal manufacturer: hcs madison -(B)(4).